Event description:
Customer reported via phone call that they received a battery out limit. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump powered up properly, no failed battery test alarm noted during our testing and all operating currents are within specifications. The insulin pump passed displacement test. The insulin pump has minor scratched lcd window and cracked case at the display window corner.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time